Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Another healthcare professional reported that during an intraocular lens (iol) implant procedure, while inserting the lens into the eye immediately noticed that the lens had a crack. The lens was removed from the patient's eye without issues. A new lens was implanted during initial procedure. There was no patient harm.

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. The account indicated the product was not available to evaluate. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Information was provided that no further details could be provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).